Event description:
Product 1 of 2: MFR reference report: 1627487-2018-12649. It was reported that lead migration had occurred and the patient was not getting adequate relief. Reprogramming was attempted, but was not successful. Stimulation has been turned off and surgical intervention is planned.

Event description:
Product 1 of 2: MFR reference report: 1627487-2018-12649. It was reported that the patient has effective therapy post operatively.

Event description:
Product 1 of 2: MFR reference report: 1627487-2018-12649. It was reported that the patient had the leads explanted and replaced on (B)(6) 2018.